Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was difficult for the field to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). After troubleshooting, telemetry was able to be established. The s-ICD remains in service and there were no adverse patient effects reported.